Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump history contained an incorrect bolus dose. The pump history for (B)(6) 2012 at 12:25 pm displayed a bolus dose of 1.35 units given, however the patient claimed she took 7.0 units at that time. The patient reported a blood glucose reading of 300 mg/dl and she experienced the symptom of fatigue. The patient did not seek any medical attention or treatment. The issue was not resolved. The patient did not suffer an adverse event due to the reported pump. The patient¿s blood glucose level and symptom were not indicative of severe injury as defined by animas, and she denied seeking medical attention. However, as the pump history issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 02/04/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump bolus history showed that a bolus for 1.30 units was programmed and delivered at 12:35 on (B)(6) 2012. During testing a 10 unit audio bolus and a 10 unit normal bolus were performed and were successfully recorded in the pump bolus history. The reported issue was unable to be duplicated during testing. Unrelated to the complaint, the pump display screen was found to be faded and discolored. Also unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.